Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing shocking. They called because they didn't know if that was normal. Patient reported if they laid a certain way, they got a shock in their right buttock that went down their leg and their toes cramped. It was reviewed that positional changes may affect stimulation and sometimes toe cramping may be an indication that stimulation is too high. It was recommended the patient try decreasing stimulation prior to laying down. Additional information received from the patient on (B)(6) 2018 reported that, since decreasing the stimulation, they were not getting as effective therapy and their symptoms were worse. The patient also provided follow up information regarding the shocking issue and stated that the issue was not resolved. They mentioned that it is actually worse and the shocking occurred when standing up now. As reported above, the patient turned the stimulation down and it was not working as well as it did before. They stated ¿it was doing it when I was walking and it curls up my toes and it felt like I was walking on a rock¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they called to reiterate the same issue about shocking down their leg and loss of therapy, and how they had to turn the ins off to stop this. The patient stated when they turned the ins off they had a return of symptoms and were having trouble with their bowel again. The patient wanted assistance now to turn the device back on because they would rather have it help with their bowel again. Syncing with the programmer showed the stimulation was off. The patient was walked through changing to program 2 at 3.1v where they felt stimulation comfortably. The patient noted they first noticed the bowel symptom return on (B)(6) 2019 but confirmed it was because they had turned the device off. No further complications were reported.